Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Inaccurate delivery can be the result of, but is not limited to, interaction with lesion/anatomy, deployment technique, sheath damage, and/or damage to the handle components. To ensure this is not a result of a manufacturing deficiency, all xact stent systems are 100% visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. In this case, a conclusive cause for the inaccurate delivery could not be determined; however, it may be possible that the lesion site which was described as heavily calcified contributed to the difficulty. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents for inaccurate delivery reported for this lot. There is no indication to suggest a product deficiency.

Event description:
It was reported that during a right internal carotid artery stenting procedure, in a heavily calcified lesion, the xact stent moved distally during deployment and only the proximal stent remained in the lesion. A second xact stent was deployed in the lesion, overlapping the first xact stent. There was no adverse patient sequela reported. One day post-procedure, the patient was discharged to home. There was no additional information provided.